Event description:
Refer to h10.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: f9: age of device. Evaluation summary: the medical institution returned the endoscope used during the operation and his oe-a63 of the same lot. As a result of the examination, there was no abnormality in the endoscope, and the oe-a63 was attached properly and did not come off. The potential cause of the incident was that the oe-a63 was not attached to the endoscope tip sufficiently so that a load was applied in the direction of dislodging the oe-a63, causing it to fall off based on the investigation. However, the oe-a63 that fell into the body was not returned and could not be identified. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at yoshikawa kasei on 21-dec-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 07-jan-2022 and actual date shipped were confirmed on 11-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Adverse event problem , continued: international medical device regulators forum (imdrf) health effect clinical code: 2687 foreign body in patient; health effect impact code: 4607 hospitalization or prolonged hospitalization; medical device problem code: 2907 detachment of device or device component, 4014 device fell; component code: 424 cap. Additional information received on 27-mar-2023. The cap was attached by a nurse who confirmed she heard the click when she attached it. The cause of the dislodged cap is unknown to the user. Yes, the customer was trained on the correct method of attaching and detaching the distal end cap and verifying functionality as well as the proper procedure of removing the duodenoscope as soon as the cap was found to have become dislodged and attempting retrieval with a standard gastroscope. We also provided laminated instruction sheets. The procedure was for treatment purpose. Abdominal xray performed/no foreign body seen on (B)(6) 2023. The patient was discharged. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 24-mar-2023 that occurred in the operating room during use in the united states involving pentax medical sterile distal end cap accessory, model oe-a63, lot number 0011012. "Per the initial report, a disposable elevator cap became dislodged from the scope during the procedure and was lost inside the patient.". The pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4) was removed from the patient and a gastroscope(unknown manufacturer, model, and serial number) was inserted to attempt retrieval of the cap. The retrieval was unsuccessful, the cap was not visible to the eye but was present on fluoroscopy imaging. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.